Event description:
It was reported the physician did not see high impedance as recent as 1 week prior to the surgery.

Manufacturer narrative:
Date of event; corrected data: this information was inadvertently left off of supplemental #01 MFR. Report. Evaluation codes, corrected data: this information was inadvertently reported incorrectly on the initial MFR. Report.

Manufacturer narrative:
Date received by manufacturer; corrected data: this information was inadvertently left off of supplemental #03 MFR. Report. The correct date should have been entered as (B)(6) 2106.

Event description:
Product analysis for the generator was completed and review of the data downloaded showed an increase in impedance from 7619 ohms to 12079 ohms on (B)(6) 2015. However, since both values were above acceptable limits, it is unknown when the high impedance first occurred. Various electrical loads were attached to the generator and the diagnostic test results demonstrated that accurate resistance measurements were obtained in all instances. Analysis found the generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the generator. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient was referred for vns generator replacement due to end of service. During surgery pre-op, high impedance was detected. The surgeon planned to cut the lead and place a new set of electrodes further along the nerve; however, upon making the incision it was discovered that there was much scar tissue and decided it would be too risky to try to implant a new lead. The new generator was placed and connected to the existing lead and programmed off. Lead replacement has not occurred to date. Attempts to obtain additional relevant information have been unsuccessful to date.